Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unspecified alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No any pump error alarms noted during testing. Unit was received with faded serial number label.